Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a calcified and tortuous lesion in the distal coronary artery. Two bhw guide wires (gw) separated during the procedure. A nc balloon catheter was used to remove the separated portion of the guide wires. The procedure was completed using a whisper guide wire. A delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy which in this case a calcified and tortuous lesion. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.